Manufacturer narrative:
On 7-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and it would not flush. It was reported that the pentaray nav would not flush when they tried reinserting it back into the body to remap. The caller stated that the tubing was working fine. The caller stated there were no error codes. The caller checked the tubing without resolution. The caller tried manually flushing the catheter with a syringe without resolution. The caller replaced the catheter and the issue resolved. The procedure was continued. There was no patient consequence. The customer's initial reported irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 10-sep-2024, additional information was received indicating the catheter was connected to a pressure bag for irrigation not a pump and the issue occurred while the device was being used on the patient. The catheter had been used in the patient previously for the initial map. At that time the catheter functioned normally per the physician. As such, based on the additional information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and it would not flush. It was reported that the pentaray nav would not flush when they tried reinserting it back into the body to remap. The caller stated that the tubing was working fine. The caller stated there were no error codes. The caller checked the tubing without resolution. The caller tried manually flushing the catheter with a syringe without resolution. The caller replaced the catheter and the issue resolved. The procedure was continued. There was no patient consequence. Additional information was received indicating the catheter was connected to a pressure bag for irrigation not a pump and the issue occurred while the device was being used on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the shaft. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).